Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: evaluation revealed that there was no data available in the download history or black box for the time of the reported high blood glucose levels due to continued patient use. There were no insulin delivery defects found. There was no defect found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that on (B)(6) 2011 the patient obtained elevated blood glucose readings higher than her usual range of 130 mg/dl to 220 mg/dl. On (B)(6) 2011 at 6:39 am the patient obtained the fasting blood glucose reading of 208 mg/dl. After breakfast, at 9:00 am, her result was 580 mg/dl. At 10:00 am the patient's results were 600 mg/dl and "hi mg/dl" (greater than 600 mg/dl). The patient did not test for ketones, and did not report seeking any medical attention. The patient gave herself a correction using the pump. The patient noted her hcp recently adjusted the I:c ratio setting on the pump. Troubleshooting revealed the patient's technique was correct, all pump settings were correct, the date/time were correct, all basal/bolus dose totals correctly matched those programmed, there were no leaks or air bubbles seen in the cannula, and there were no issues with the infusion site. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient obtained readings indicating severe hyperglycemia while using the pump, this complaint is being reported.